Event description:
It was reported that this programmer touchscreen was not working properly. This programmer was subsequently returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded. The programmer was unable to completed baseline testing as the touchscreen was unresponsive. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during testing. There were multiple error codes noted in the log file. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.